Manufacturer narrative:
(B)(4). D10 - associated medical devices: oxf ph3 cementless fem sz xsm; item# 154912; lot# 6770352 oxf uni tib tray sza lm; item# 154718; lot# 6764071 g2 - foreign: japan investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately three years and seven months post initial implantation, the patient underwent a left sided knee revision due to joint instability. The surgeon suspects bearing wear as the cause. Due diligence is in progress for this complaint; no further additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual examination of the returned product identified signs of use (nicks, gouges) and appears to have wear. Dimensional analysis results were within specification. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.